Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) due to receiving inappropriate shocks due to oversensing of noise. The patient is now hospitalized. The field representative noted there is noise when programmed to the secondary and primary vector. When programmed to alternate there is a flat line. Technical services recommended getting x-rays. Shock impedances were noted to be 90 ohms however, the patient is larger. Subsequently, a revision procedure was performed, and the system was explanted and replaced. The system is expected to be returned for device analysis. No additional adverse patient effects were reported.